Event description:
During procedure, a physician stopped using the jawz as the jaws didn't open in body. The jawz was replaced with an additionally opened 190075, and the procedure was completed. As a result of the returned sample(s) review at (B)(4): there was some resistance in the manipulation to open the jaws, then the jaws opened with slow response.

Manufacturer narrative:
The sample is indicated as available for return. As of the date of this report, the sample has not been returned. A follow-up report will be provided once the device has been received and reviewed.

Manufacturer narrative:
A review of the batch records confirmed that the product was manufactured according to specification and no deviations or anomalies were found. One opened device was returned for evaluation. Visual inspection found no damage to the product. Functionally, the device would either not open or open slowly, then suddenly snap open. A magnified view found that one of the pins in the clevis mechanism may have been over pressed, causing an intermittent drag when trying to actuate the device. The samples are being sent back to the supplier for further investigation. A scar# s-2020-00006 has been issued to notify the supplier viant as&o holdings, llc that an investigation is necessary. Per the supplier's investigation, they will take necessary corrective measures.

Event description:
During procedure, a physician stopped using the jawz as the jaws didn't open in body. The jawz was replaced with an additionally opened 190075, and the procedure was completed. As a result of the returned sample(s) review at gmkk: there was some resistance in the manipulation to open the jaws, then the jaws opened with slow response.

Manufacturer narrative:
A review of the batch records confirmed that the product was manufactured according to specification and no deviations or anomalies were found. One opened device was returned for evaluation. Visual inspection found no damage to the product. Functionally, the device would either not open or open slowly, then suddenly snap open. A magnified view found that one of the pins in the clevis mechanism may have been over pressed, causing an intermittent drag when trying to actuate the device. The samples are being sent back to the supplier for further investigation. A scar has been issued to notify the supplier viant as&o holdings, llc that an investigation is necessary. Per the supplier's investigation, they will take necessary corrective measures.

Event description:
During procedure, a physician stopped using the jawz as the jaws didn't open in body. The jawz was replaced with an additionally opened 190075, and the procedure was completed. As a result of the returned sample(s) review at gmkk: there was some resistance in the manipulation to open the jaws, then the jaws opened with slow response.